Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date manufacturer became aware of the event. Explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 19636742/19636742.